Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. The patient described the area as a red, bruised, and itchy skin irritation. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient's physician recommended removal of the patch due to the skin irritation. The outcome of the irritation is unknown.